Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and found diagnostic codes. The se replaced the dc (direct current) to dc converter printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. One dc-dc converter pcba was received by medtronic for evaluation. A visual inspection of the returned part was conducted with no anomalies observed. Testing was performed and after approximately ten minutes the ventilator alarmed with and generated error codes. The fault was isolated to the c83 on the returned pcba. Conclusion: root cause assigned c83 electronic component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a high priority alarm that could not be silenced or reset and a safety valve open alert condition. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.